Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had become more difficult to press for display to activate. There was no impact to the customer's blood glucose. The customer applied an extra button to the wake button to address the issue.